Manufacturer narrative:
The returned AED was tested with a patient simulator set to simulate a patient in a shockable rhythm. The AED correctly identified the heart rhythm as shockable, and when the shock button was pressed, the AED delivered a shock to the simulated patient within specifications. The AED was opened and inspected for unsoldered, damaged components or contamination and none were found. The result of the device evaluation did not identify a problem as the AED is functioning properly as designed.

Manufacturer narrative:
Evaluation of the electronic data files from AED sn (B)(4) reveals an event on (B)(6) 2018 lasting approximately 819 seconds and consisting of 4 analysis periods and 2 shocks delivered. In the 1st analysis period the AED encountered significant artifacts (motion and/or interference) in the beginning of the analysis. The underlying rhythm was shockable, but the residual effects of the artifacts prevented the AED from advising a shock. In the second analysis period, the AED encountered a shockable rhythm and advised a shock, however the shock was cancelled before the button was pressed due to a large interference in the signal. The AED responded to the interference by not advising a shock and immediately initiating the next analysis period. In the 3rd analysis period, the AED encountered a shockable rhythm, and after appropriately advising a shock, it again encountered interference. The AED recognized the signal interference, appropriately delivered the shock and logged an error code to identify this action to mitigate the interference. In the 4th analysis period the AED encountered a shockable rhythm, and after appropriately advising a shock, it again encountered interference. The AED recognized the signal interference, delivered the shock and logged an error code to identify this action to mitigate the interference. No further event details are available on the electronic data. The cause of the interference could not be conclusively determined based on the evaluation of the electronic data from the AED alone and therefore the device associated with this event was requested to be returned so that it may be evaluated and tested. Although requested, the AED associated with this event has not been returned. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor provided electronic data from an AED which was involved in a rescue attempt and requested that we perform an analysis of the data files.